Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Impaction/extraction area of uni handle has broken off.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the fracture at the square-to-circular (.183 dimension) cross-section change of the distal end of the external rod sub-component. The overall condition of the instrument indicates heavy usage and impactions over time. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via eco400749 (rev. F). A search of the complaint database against product code 966520 did not find any reports of fracture manufactured after the december 2012 design modification. The current complaint sample was manufactured prior to the design modification in december of 2012. Although the instrument was manufactured prior to a design modification, the instrument has been subjected to heavy usage and the root cause is attributed to normal use and servicing. The need for further corrective action is not indicated. Monitor for reported events of fracture for sp2 universal handles manufactured after december 2012. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.